Manufacturer narrative:
The customer passed away on the event date listed on smartsolve as 21-feb-2007. However, the customer's notes listed, passed away on (B)(6) 2007. All operating currents are within specification. Off no power alarm functions properly. The pump passed the displacement test, rewind, self test and a21 error test. The pump alarmed a33 during the prime/a33 test at 4.0 lbs. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat due to a33 alarm. Apply 1k ohm resistance across pin 1 and pin 3 on the fsr connector. Verify that seating occurred and then deliver a 2.0 unit bolus. Verify that a ¿no delivery¿ alarm occurred. The pump seats immediately and declares a ¿no delivery¿ alarm immediately (the system is responding as expected). A33 during the prime/a33 test was due to due to faulty fsr (gold). The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, scratched reservoir tube window, mussing end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received without a battery. No damage noted on the original battery cap. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event dates of 21-feb-2007 and 02/06/2007 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event dates of 21-feb-2007 and 02/06/2007 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, corroded transducer and corroded motor home switch. Unable to complete the functional testing due to a33 alarm during the prime/a33 test. A33 confirmed. Retainer ring damage confirmed (found cracked reservoir tube lip during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away. The event involved product(s) mmt-722nal. Troubleshooting was performed and found the reason for passing was heart complication. The date of the event was 21 february 2007. The insulin pump was not worn at the time of passing. No harm requiring medical intervention was reported. Mmt-722nal was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.